Event description:
Torniquet applied by surgeon and inflated to 300 mmhg appeared to not be working correctly. Connections checked and reinflated, still not working properly, disconnected and changed to new machine.